Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that an alert was triggered for this right ventricular (rv) lead indicating that shock lead impedance was out of range. Review of available lead trend data demonstrated shock impedance measurements ranging approximately from 113 to 124 ohms over a recent period. Technical services (ts) reviewed the available data and noted a gradual increase in shock impedance, with the average shock impedance over a monitoring period reported at approximately 120 ohms. Continued monitoring via remote follow-up was recommended, additional evaluation at a subsequent visit was suggested, and reprogramming optimization. It was also noted that, if impedance trends continue to increase, further intervention, including potential lead replacement, may be considered. As of this time, this rv lead remains in service. No adverse patient effects were reported.